Manufacturer narrative:
The results of the evaluation of the returned device showed a broken foot. Based on available information, device malfunction could not be identified and cause of foot break is undetermined. The manufacturing records for this lot have been reviewed and no issues or discrepancies were found to be associated with this event.

Event description:
The physician attempted arteriotomy closure with the device after an interventional procedure. The suturing mechanism was not successful and hemostasis was achieved with manual compression. There was no patient injury.